Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was feeling symptomatic due to a loss of atrial/ventricle synchrony. A decrease in lead impedance was noted, undersensing and oversensing were observed and there was an apparent lead fracture. Noise was also noted on the atrial signal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.